Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture the patient code surgical intervention.

Event description:
Medical record received. During clinical visits, patient experienced trochanteric pain, a feeling of creaking of the prosthesis, small lacuna in the bone, skin eruptions or red blisters on breast, legs, mouth which were itchy, right hip was hypomyotrophy of 1cm compared to the left hip, walking with caution, and limited movements and elevated metal ions. After review of medical record, patient was revised to address metallosis of right hip prosthesis and loosening of the cup. Revision notes stated that there are greyish- blackish material the patient has synovitis with some parts with necrosis and metal debris. Ceramic head, liner and cup were removed. Corrected patient's dob, added patient's age, weight, medical history and laboratory data.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient after the primary surgery accused pain and general discomfort especially strong pain in the thigh up to the calf with subsidence of the lower limb, boils on the breasts, legs and mouth. Moreover the patient started to accuse pain to the trochanteric right region, with a roaring noise- the patient was subjected to toxicological tests and high quantity of cr-co ions were found. A revision surgery was performed on (B)(6) 2016 due to metallosis. Pinnacle claim letter received. Claim letter reported that patient was revised to address elevated metal ions and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.